Event description:
The facility representative contacted baxter (B)(4) to report that a multirate infusor had leaked from the controller. The event occurred during patient use. The device was filled with ropivacaine hydrochloride hydrate. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a leak was confirmed due to a detached tubing at the module post. A batch review has been performed and there were no exceptions associated with this manufacturing of this device.